Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc tubing was defective / damaged. The extension tube of the intravenous catheter was broken, causing the patient to bleed profusely. The intravenous catheter was removed and reinserted. This caused dissatisfaction in the patient, and the nurse tried hard to appease the patient, preventing more serious conflicts between the patient and the medical staff.

Event description:
No additional information provided.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk assessment indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.